Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of dizziness. It was observed that the implantable pulse generator (ipg) exhibited high pacing rate behavior. The patient also has an implantable cardiac monitor (icm) implanted which observed loss of capture due to poor contact of the electrode with the patient's skin. Both devices remain in use. No further patient complications have been reported as a result of this event.